Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while testing an e.coli isolate on the bd phoenix panel nmic-306, ceftazidime-avibactam, ceftolozane-tazobactam, and meropenem were resistant. Also, piperacillin-tazobactam was determined to be intermediate. Confirmatory testing with microscan indicated that all results were sensitive. There was no report of patient impact.

Manufacturer narrative:
H.6 investigation summary: this complaint is for high mic results when using phoenix panel nmic-306 (catalog number 449292) batch number 3321867. The customer did not provide panel returns but provided isolates and phoenix generated lab reports for the investigation. The lab reports show high mic results for ceftazidime-avibactam (cza), meropenem (mem), ceftolozane-tazobactam (CT) and piperacillin-tazobactam (tzp) with escherichia coli when using the complaint batch. To investigate, three retention sample from complaint batch 3321867 was inoculated with customer returned isolate e. Coli to observe for mem, cza, CT and tzp mic results. Next, one retention panel each from the same material but different batch was inoculated with customer returned isolate e. Coli to observe for mem, cza, CT and tzp mic results. The investigation returned all four panels with satisfactory mic results; therefore, this complaint is not confirmed. The batch history records were satisfactory, and no quality notifications were generated during manufacturing and inspection. A review of complaints revealed no additional complaints on batch 3321867. Complaint trending was performed, and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.

Event description:
It was reported that while testing an e.coli isolate on the bd phoenix panel nmic-306, ceftazidime-avibactam, ceftolozane-tazobactam, and meropenem were resistant. Also, piperacillin-tazobactam was determined to be intermediate. Confirmatory testing with microscan indicated that all results were sensitive. There was no report of patient impact.